Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user experienced recurrent dexcom g7 signal loss and pairing failure with the ilet upon arrival at a crowded auto show, and was advised that nearby receivers could interfere with connectivity. Symptoms included no reported adverse clinical effects and blood glucose was reportedly unaffected. Outcomes included no medical intervention and no hospitalization. Investigation included customer counseling on potential environmental radiofrequency interference and guidance to reassess connectivity after leaving the venue. Investigation of this case revealed suspected interference from external transmitters or receivers in the environment contributing to loss of cgm-to-ilet communication. It was concluded, based on previously established findings for similar reports, that the cause was environmental electromagnetic interference affecting device communication.